Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 544 mg/dl while wearing the pod for between 25 and 36 hours. When the pod was removed from the insertion site (abdomen), the doctor noted heavy bleeding and hematoma at the site. The patient was treated with 3 humalog pens and a new pod. The patient was discharged after five hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.